Event description:
A talent stent graft system was implanted in the endovascular treatment of a 57mm aaa. It was reported that aneurysm enlargement was observed approximately 12 years and 2 months after the index procedure. Approximately 14 months later, an angiogram confirmed a type iiib endoleak where a hole in the graft was observed. A a 16 x 16 x 124 limb was implanted to reline the right side to resolve the endoleak. Per the physician the cause of the endoleak could not be determined.  No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name talent bifur xcelerant - hydro (us); product ID af2616c140xh; serial number: (B)(6), product type: 0180-aortic stent graft; implant date (B)(6) 2010. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films provided; however, the cause of the event could not be fully determined. Lack of pre-implant CT's did not allow for assessment of the pre-implant anatomy and earlier post-implant CT's were not available for comparison of the stent graft in vivo configuration over time. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen; thereby, making determination of the endoleak difficult. While a type iiib cannot be ruled out, there was no indication that stent graft abrasion from the calcification observed along the length of the aneurysm sac occurred. A type ia or a type ib endoleak are unlikely to have occurred as there was adequate proximal and distal marginal seal observed. It is also possible that a type ii endoleak from a collateral vessel feeding the aneurysm sac may have been present. Analysis of the returned films did not reveal and obvious stent graft integrity issues. B5; additional information received : it was confirmed the endoleak was in the stent graft af2616c140xh. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.